Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked the temperatures and reviewed the calibration logs. The calibration curve was not comparable to previous calibration curves. The fse recalibrated the a1c and trained the customer on how to calibrate using the a1c analyte. The fse ran hba1c quality controls (qc). All results were within acceptable range. The aia-900 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 10-july-2016 through (B)(4) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under chapter 7 calibration is as follows: the aia-900 uses a calibration curve to convert output signals from the detector of the instrument to concentration values for the analyte. It is necessary to create calibration curves for the analytes, using the calibrators for each analyte. It is necessary to create a new calibration curve when the period of validity of the current calibration curve has expired, or when the lot of the test cup has changed. A calibration curve is either a 6-point type or a 2-point type. It is suggested to measure each level of the calibrators in triplicate (3 assays). In the case of a 6-point calibration curve, a total of 18 assays are performed. The most probable cause for the a1c controls were out of range was due to specimen handling.

Event description:
On (B)(6) 2017, a customer reported that the a1c controls were out of range on the aia-900 instrument. The level 1 and 2 controls were low. The customer was advised by technical support to recalibrate the analyte and to run the quality control but the customer requested assistance. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.